Event description:
It was reported that the tracheal tube kinked while used in an obese (B)(6). Patient in a lateral position. The patient was brought into the intensive care unit (ICU) after surgery. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). There is no sample or lot number available as the package was thrown away.